Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A prospective study was performed in 197 patients that underwent peripheral angiography or intervention between 2007 and 2008. The purpose of the study was to evaluate standard deployment versus ultrasound guided deployment. Reportedly, 12 unknown device failures occurred. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Attachment p.j. Puckridge, m.d.; et al (eur j vasc surg 2009; 38:88-90): "the use of ultrasound to assist deployment of the starclose vascular closure device in arterial access sites."